Manufacturer narrative:
This report is for an unknown cortex screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: weale, r., atkinson, r., and muir, l. (2021), fdp avulsion: a washer technique, jpras open, vol. 27, pages 40-43 (united kingdom). This study presents a case report of a (B)(6) year-old male patient who presented two days after a hyperextension injury with a bony flexor digitorum profundus (fdp) avulsion of his left little finger. Radiographs revealed a small volar cortical avulsion fragment at the level of the proximal interphalangeal joint (pipj). The patient was treated with a single hole of a plate in combination with a 1.3 mm cortical screw (depuy synthes) to act as a washer. On follow up after 6 weeks, the patient had a healed fracture, with an intact fdp and full flexion. Unfortunately, the patient did develop a flexion contracture, which is at present being treated by the therapists. This report is for an unknown synthes 1.3 mm cortical screw.